Event description:
Retained foregin body (guidewire apparently left in advertently at hospital) was removed from patient's vascular system. Atrial fibrillation initially after the removal was monitored in pacu, pt discharged in good condition. Was experiencing dvt's in that leg which surgeon felt was caused by retained foreign body. This information was shared with risk manager at hospital, who is researching the patient's records.